Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of "fenestrated bipolar forceps would not cauterize. Failure analysis found the primary failure of broken proximal conductor wire to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the proximal end. The housing was removed for inspection and the instrument was found to have a broken conductor wire at the bipolar pin. The instrument was tested for electrical continuity and failed. No thermal damage was observed. Root cause of broken proximal conductor wire is attributed to manufacturing. A review of instrument log report was performed. Per the review, the instrument was last used on 12-dec- 2020, on system sh0190 for 00:16:30. The fenestrated bipolar forceps had 6 uses remaining after the last use. The instrument has maximum 10 uses. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or video was provided for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the force bipolar forceps instrument would not cauterize tissue. Failure analysis found a broken conductor wire at the proximal end. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the fenestrated bipolar forceps instrument would not cauterize tissue. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.